Event description:
During a laparoscopic gastric bypass procedure, there was a constant tone when the surgeon depressed the buttons on the ace with no error message. The device was retightened and the same thing happened. A new device was used to complete the case. There was no reported pt consequence.